Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that sparks are coming out of the equipment's operating test, when applying the shock at its base. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips services and solutions delivery assistant and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that sparks are coming out of the equipment's operating test. The product malfunction was unable to be confirmed because the device is eol (end of life) and no repair work was performed by philips. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.